Event description:
It was reported that there were missing pixels on the screen of the device, making it partially readable. There was no adverse impact to the customer¿s blood glucose level, as no information was available about the blood glucose value. The device was scheduled to be returned for further inspection, and the distributor arranged a replacement pump to be sent to the customer.